Manufacturer narrative:
The probable root cause was a failure of the high resolution stereo viewer (hrsv) monitor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was verified and ready to use. The hrsv monitor was returned for failure analysis, and the reported issue was replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The hrsv was installed onto a printed circuit assembly (pca) test system. The system powered with a blank screen.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the right eye was black in the high-resolution stereo viewer (hrsv). The intuitive surgical, inc. (Isi) technical support engineer (tse) advised performing a hard restart of the surgeon side console (ssc) and reseating the blue fiber cable. The procedure was being completed as planned, with no reports of patient injury.